Manufacturer narrative:
Exemption number: e2013003. Medtronic is submitting this report on behalf of c.r. Bard, inc (importer) c.r bard reference number: (B)(4). Uf/importer report number: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The reason for mesh implantation: symptomatic pelvic organ prolapse and genitourinary stress incontinence. The procedure performed: total vaginal hysterectomy, vaginal and perivaginal repair with avaulta graft, vaginal tape sling with uretex graft, diagnostic cystoscopy, enterocele repair with avaulta graft, rectocele repair with avaulta graft, perineoplasty and vaginal vault suspension. Findings: symptomatic uterine prolapse, symptomatic cystocele, large enterocele, symptomatic rectocele and enlarged genital hiatus. There was significant third-degree uterine prolapse, there was a fourth-degree cystocele, third-degree enterocele and third-degree rectocele. There was also enlarged genital hiatus. Complications post avaulta and uretex implantation: (B)(6) 2006 - (B)(6) 2008 patient had complications like cramps across lower abdomen, knot in vaginal area causing dyspareunia, urinary frequency, narrowed vagina, vaginal discharge, underwent an in-office granulation tissue cauterization on (B)(6) 2007, recurrence of prolapse, grade ii cystocele, rectocele, mesh erosion at the vaginal apex - planned for cystocele repair with graft and will remove the mesh and perform cystoscopy on (B)(6) 2008.